Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error image displayed on the screen and also had hyperglycemia. Customer's blood glucose value was 598 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose event. Customer did not mention any treatments related to high blood glucose event. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.